Event description:
Risk management received notification about a possible complication related to the use of a catheter this summer. Risk management contacted the surgeon who relayed at the time of incident he did not note a malfunction, and that he does not feel the device was misused in any way. However, the patient did develop a pseudoaneurysm within 12 hours of the procedure, developed bleeding and hypovolemic shock, and was emergently returned to the operating room. The patient did suffer a retroperitoneal bleed due to a perforated aorta at the level of iliac stenting. The surgeon notes in speaking with his peers at a cardiovascular conference that he was informed other surgeons had experienced similar consequences with this catheter, and in fact, the manufacturer had recently distributed a recall relating to this device. Risk management did determine a recall was received from the manufacturer, although not in our office. The manufacturer worked directly with our cath lab to remove devices this fall. The patient's surgery was prior to the recall. The recall relates to all lots of this product so it is felt the catheter utilized in the event was involved with this recall.